Manufacturer narrative:
The device was explanted due to non-auditory percepts. The device passed all electrical tests confirming correct device function. This report is submitted on september 18, 2019, by cochlear limited.

Event description:
The device was explanted due to non-auditory percepts. The device passed all electrical tests confirming correct device function.

Manufacturer narrative:
This report is submitted on july 29, 2019 by cochlear limited.

Event description:
Per the clinic, the patient experienced pain at magnet site. Medical management attempts were unsuccessful in alleviating the issue. The device was explanted on (B)(6) 2019 and no plans for reimplant. The explanted device was received at cochlear device analysis team on july 19, 2019 and an evaluation is in progressing.